Event description:
It was reported following a heart catheterization, a 6f angio-seal vip was deployed in the right femoral arteriotomy without any unusual events. One week later, the patient returned to the physician complaining of pain in the right leg. A right leg angiogram revealed a 90% occlusion. The patient underwent surgical intervention 2 days later. The angio-seal device was removed. The patient is recovering well post surgery. The surgeon stated that the angio-seal anchor appeared to be broken and one end of the anchor was vertical in the artery, not co-axial.

Manufacturer narrative:
No product was returned. Reviewed of the device history record revealed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.